Event description:
It was reported in a service report that the power cord was missing the ground prong. The customer reported that they did not known if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - power cord was missing ground prong and had to be replaced.